Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was a poor staple formation centrally. There was a blockage in the handle with incomplete stapling of the right pulmonary artery, without section.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was received attached to a handle. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 3.5cm cut line. The reload was successfully unloaded from the handle. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery, there was poor staple formation. The stapler got stuck before the end of stapling and it resulted incomplete staple line with no transection. The stapler was removed and the same device from another lot was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery, there was poor staple formation centrally. There was blockage in the handle with incomplete stapling of the right pulmonary artery, without section. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.